Event description:
Caller indicated the relion prime meter was giving variable readings. Customer got a reading of 29 and within less than a minute got 477. Caller stated on (B)(6) in the morning he had his regular breakfast and a little while after he started feeling really sick. He had drowsiness and weaknesses symptoms. He checked his sugar and got 29 and took again in less than a minute because he did not feel that the first reading was accurate and then he got 477. He took his daily medicine (not based on our meter ) right after. He was storing and doing all the proper techniques. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.